Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed. Was unable to be confirmed due to unavailable of relevant imagery and medical record. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported 'approximately 1 month, 10 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient became symptomatic, and echo report showed a well seated valve with possible severe paravalvular leak (pvl) extending from 2 to 4 o'clock with a mean gradient of 10 mmhg, pv 2.14, eoa 2.7cm2, lvotd 2.6cm. Tee done 2 days later showed severe pvl, sing jet at 1, 2, and 12 o'clock that occupies 20% of the prosthetic circumference. Re-dilation was performed with a 26mm commander system with +3 ml of volume (total of 26ml). Post valve dilation tee showed trace paravalvular leak with an aortic area of 2.62cm2.' Due to unavailable relevant imagery and limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 month, 10 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient became symptomatic, and echo report showed a well seated valve with possible severe paravalvular leak (pvl) with a mean gradient of 10 mmhg. Tee done 2 days later showed severe pvl as well. Re-dilation was performed with a 26mm commander system with +3 ml of volume (total of 26ml). Post valve dilation tee showed trace paravalvular leak with an aortic area of 2.62cm2, mean gradient of 13mmhg, and a peak velocity of 2.5m/s. Per report, the pvl was due to recoil. Post implant, there was no pvl observed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h1.